Event description:
It was reported by the patient that they have been feeling "loss of energy, tingling in [their] hands, and like electricity coming into [their] body" when using their laptop and a wireless computer mouse and therefore suspects possible electromagnetic interference (emi) with their device. The patient also noted that they have metal rods implanted in their body. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4574 implantable pacing lead 2005 (B)(6). (B)(4).